Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to inappropriate treatments or patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 01/13/2014, electrode belt: 04/11/2014.

Event description:
On (B)(6) 2015 zoll was notified by a us distributor that a patient passed away on (B)(6) 2015. It was reported that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received 19 treatments between 04:58:27pm and 05:40:08pm on (B)(6) 2015. At 04:57:18 the device detected and alarmed for an arrhythmia. The ECG shows that the patient was in vt at 190 bpm. The first treatment was delivered at 04:58:27. The post-shock rhythm was bradycardia at 50 bpm with nsvt. At 17:01:14 the device detected a second arrhythmia. The rhythm at the time of the second and third treatments was vt at 185bpm. The post-shock rhythm for both treatments was an idioventricular rhythm at 60-65 bpm. During treatment shocks 4 through 14, the patient's rhythm was nsvt. The rate of the nsvt contributed to the false detections. The fourteenth treatment was delivered at 05:22:42pm. The post-shock rhythm of the fourteenth treatment shock was an idioventricular rhythm at 105 bpm. At 05:30:39 the device detected and alarmed for asystole. Treatments 15 through 19 were delivered while the patient was in asystole. Oversensing of a small cardiac signal contributed to the false detection. The device was shutdown at 05:40:12, 4 seconds after the last treatment shock.